Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Blood glucose value is unknown. The customer was assisted with clearing the alarm and was advised to call back if alarm occurs in 4 hours.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power system error. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. However, power system error was found at the formatted history file. The insulin pump had intermittent non-sleep anomaly software error. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.